Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pacing impedance measurements and increased threshold measurements due to lead dislodgment. Surgical intervention was performed and the lead was explanted. The patient is no pacemaker dependent and besides surgical intervention, there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection noted the helix was extended with some body fluid/tissue infiltration. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pacing impedance measurements and increased threshold measurements due to lead dislodgment. Surgical intervention was performed and the lead was explanted. The patient is no pacemaker dependent and besides surgical intervention, there were no adverse patient effects.